Manufacturer narrative:
The user facility replaced the 02 cell. Customer service engineering (cse) was then called to evaluate the device. The cse replaced the graphical user interface (gui) and central processing unit (cpu) and installed level ak software. The device passed all calibrations, extended self-testing (est), short self-testing (sst) and performance verification testing (pvt).

Event description:
A report was received from the USA stating that the device had na erratic display. The biomedical engineer stated there was no way to verify if there was patient involvement as the device was placed in the biomedical department without any information. The actual date of the event could not be verified.